Event description:
The customer reported that the equipment's display is not working. Further information was provided that the display is operational; the defibrillator does not have autonomy and it is necessary to replace the battery. There was no reported patient involvement.